Event description:
It was reported that (1) device was used during a laparoscopic nephrectomy. It was reported by the affiliate that the procedure was performed with a ultracision 10mm lcs device. When the renal vein was completedly dissected, the atw35 instrument, from original package, was introduced in order to divide the vein. When in position, the atw35 was closed by squeezing the closing trigger. Then when the surgeon wanted to fire the instrument by squeezing the firing trigger, the surgeon realized the trigger was getting blocked and did not fire. The surgeon opened the atw35 by pressing the anvil release button and removed the instrument by squeezing the closing trigger. A few staples could be seen on the vein and no cutting was done. Clips were used to complete the case. There was no consequence to the pt.